Manufacturer narrative:
Summary of investigational findings: a review of the imaging received found a secondary leg had perforated the ivc. However, there was no evidence to confirm filter migration or filter malfunction, but the reported migration may have been mixed up with revealed filter tilting/pivoting and reported pain may have been caused by tenting secondary legs or an acute t12 compression fracture. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature filter tilt may happen during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava cook medical will monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2015: the primary reason for the filter placement was no venous thromboembolism (vte) present but at risk for vte due to a prior history of vte and a planned surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc anatomic anomaly or presence of thrombus in the ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. On (B)(6) 2015 (8 days post-procedure), the pt went to an emergency department for abdominal pain. The abdomen and pelvis with contrast CT performed in the ed. Evidence of filter migration and tilt greater than 16 degrees was noted. Two was the highest grade of filter leg interaction with the ivc wall observed. The site noted, "the subject called the research coordinator late in the evening on (B)(6) 2015 (10 days post-procedure), to report persistent, severe, right upper quadrant (ruq) abdominal pain. She also explained that the pain began 'a couple days' after ivc filter placement and that she went to an outlying emergency department (ed) on (B)(6) 2015 for the pain. The ed ordered an abdomen-pelvis CT with contrast. On (B)(6) 2015 (9 days post-procedure), the physicians evaluated the CT and noted the migrated/tilted filter and asked the coordinator to bring the subject in to clinic to be evaluated on (B)(6) 2015 (13 days post-procedure). The purpose of the visit is to determine the source of her abdominal pain and to determine if filter retrieval should be scheduled." On (B)(6) 2015 (18 days post-procedure), the filter was retrieved due to a filter-related issue. Filter legs did not appear outside the column of contrast before the filter retrieval attempt and there was no thrombus present in the filter. Filter retrieval was accomplished endovascularly with a merit en snare and an amplatz gooseneck snare kit via the right internal jugular vein and right common femoral vein. The two attending physicians had major difficulty attempting to retrieve the filter. Add'l devices used to retrieve the filter included an in-situ loop snare, endo-bronch forceps and a large bore sheath. There was no extravasation of contrast after the endovascular filter retrieval. The filter retrieval procedure lasted two hours.

Manufacturer narrative:
UDI#: (B)(4). Investigation is still in progress.